Event description:
Reference MDR #1219856-2009-00315 for the first event involving same pt. It was reported that another intra-aortic balloon (iab) was prepped per instruction "in the same fashion" and this iab also slid into the sheath. The same "firm resistance" was felt as the final portion of th iab entered the sheath. A third iab was opened. Reference MDR #1219856-2009-00317 for the third and MDR #1219856-2009-00318 for the fourth (final) event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.